Event description:
It is reported that the pain was revised due to pain. During the revision, the surgeon noted trunnion corrosion.

Manufacturer narrative:
This report will be amended when our investigation is complete.